Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a procedure a stablepoint catheter was selected for use. After the pulmonary vein isolation procedure (pvi), it was possible that the catheter was caught while moving to the cavotricuspid isthmus (cti), after completing the cti line, it was discovered that the heart was tamponade. Drainage was performed, and the patient was in a stable condition and was admitted to the cardiac critical care unit (ccu). The procedure was completed with the original device. The physician commented that "it is not an effect during cauterization, but an event during catheter operation."